Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was revised for an unknown reason. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was no issue with the ra lead.